Event description:
Per the clinic, the device was explanted to treat an infection and skin flap breakdown. The device was explanted on (B)(6), 2012. There are no plans to reimplant the patient as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).